Event description:
It was reported that the ilet displayed ¿connect cgm, dosing will stop soon¿ with no glucose readings while paired to a dexcom g7, and support guided the user to toggle the cgm setting from g6 to g7 and re-pair the sensor, including a sensor restart, consistent with intermittent communication failure involving the antenna/electromagnetic subsystem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 marked by intermittent communication failure, with involvement of the antenna as the relevant device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.